Manufacturer narrative:
This report is being supplemented to provide additional information (b3). Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a diagnostic procedure that was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to deterioration of the lamp switch lever. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an issue with the lamp switch rubber that was hard and could not be switched. There were no reports of patient harm.